Manufacturer narrative:
The tech isolated the issue to a sticking siderail latch. He cleaned and lubricated the latch mechanism to repair the bed.

Event description:
Info received indicates the left intermediate siderail will not stay in the raised position.